Event description:
The site reported the following: a foreign material was noticed in the tubing of the CT syringe kit. Visual inspection of the tubing prior to use prevented the product from being used for a pt procedure.

Manufacturer narrative:
Multiple documented attempts have been made to have the product returned to bayer r and I for product analysis; however, these attempts have been unsuccessful. The stellant CT syringe kit instructions for use (IFU) states: visually inspect contents and package before each use. Based on the limited information that was received, we ar unable to determine the root cause of the alleged particulate. In the event additional information is obtained, a follow-up report will be submitted.